Event description:
My wife and I went to dr. To see about dental implants for her, he seemed to be a very honest and trusted professional, so we agreed to his providing the implants and performing the surgery. After a serious infection almost killed my wife and receiving the most unprofessional and uncaring pt care, we filed a complaint with the board of dental examiners, -what a joke-. After two years involving 2 investigative interviews, 4 postponements, 2 board reviews, they levied heavy sanctions against him including restitution of all the charges, then on appeal gave it all back with a warning. Trust me, unbelievable. He was forced to surrender his license after amassing 17 charges with over 90 allegations of unacceptable patient care, he's banned from ever reapplying in that state. No lawyer will take a case against him on a contingency basis. Another issue is, it's well known amongst the board that he limits his practice to implant surgery, this is not light surgery with little discomfort, it involves major pain and discomfort requiring sedation stronger than just a prescription. Dr and the board has never issued a sedation permit of any kind to dr, you think in their quest to "protect the public" this would be a concern to the board. This is where the FDA comes in. He claims he owns the patent on his implants and he is the only one qualified to work with them, I believe his implants are not FDA approved, and that they were discontinued by the MFR long ago. We filed a civil suit against him and when we demanded disclosure of all info concerning the implants his legal team filed a motion to withdraw as counsel which was granted and dr disappeared, it seems without a trace. The board of dental examiners is very tight lipped about any complaint details and won't help to find any info about the implant's MFR or specs. He had so many complaints, the board finally revoked his license in september, 2007. Take a look at the dental board website then go to the board website. After dr's first procedure caused the infection and he refused to treat it, we went to 2 other dentists for completion. Dates of use: 2004 to present. Diagnosis or reason for use: replace missing teeth.